Event description:
It was reported that upon retrieval of an ivc filter, the filter arm was detached. Both the filter and the detached arm were retrieved successfully. There was no reported patient injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.